Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the first clip scissored, the second clip did not form, the third clip fell out, and the fourth clip would not reload. The case was completed with a same like device. There was no pt consequence.